Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00649. The catheter was discarded by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 8 (cat8). During the procedure, the physician repeatedly removed and reinserted the cat8 into the non-penumbra sheath; consequently, the tip of the cat8 become compressed due to repeated insertion and removal. Therefore, the physician used a second non-penumbra sheath to access a new vessel and used a new cat8 to continue the procedure. However, after continual removal and reinsertion, the tip of the second cat8 became compressed as well. It was reported that the physician used the peel-away introducer sheath at all times, though did not always use a guidewire. The procedure was completed using an indigo system aspiration catheter 6 (cat6). There was no report of an adverse effect to the patient.